Event description:
It was reported by the representative the device was used during a laparoscopic appendectomy. It was reported the endo linear cutter would not fire. Another endo linear cutter was opened to finish the case. There was no consequence to the pt.